Manufacturer narrative:
(B)(4). The reported event of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2015-01473. The patient received two scs leads from the same lot number. It was reported the patient experienced pain and swelling at her ipg site. The patient's husband stated the ipg site feels hot to the touch. Follow-up identified the patient went to the ER due to her ipg site being swollen in the right chest wall. The patient also complained of a sore throat. Additional follow-up identified the patient's system was explanted due to infection. The infection type and exact location of the infection is unknown. The patient is reportedly doing well.